Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3. A mitraclip ntw was inserted and deployed on the mitral valve. To further reduce mr, a mitraclip nt was inserted and deployed on the mitral valve, reducing the mr to a grade of 1. However, after deployment of the second clip, the second clip detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml). The procedure was completed with two clips implanted, with an mr grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided and per the physician, a cause for the reported slda cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.